Event description:
As reported, prior to use for an unknown procedure, the tip of a cxi support catheter separated. After the catheter and an unspecified wire were flushed, the wire was inserted into catheter and "hooked". When the wire was withdrawn, the tip of the cxi catheter broke off. The device did not make patient contact. The patient did not require any additional procedures or experience any adverse effects due to this event.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1: name and address - phone: (B)(6). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: b5, d9, h3: device evaluated by mfg = other (81) - device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received 08jan2024. A cook 0.014-inch hi-wire was inserted during preparation of the catheter.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Summary of event: as reported, prior to use for an unknown procedure, the tip of a cxi support catheter separated. After the catheter and an unspecified wire were flushed, the wire was inserted into catheter and "hooked". When the wire was withdrawn, the tip of the cxi catheter broke off. The device did not make patient contact. The patient did not require any additional procedures or experience any adverse effects due to this event. Additional information was received 08jan2024. A cook 0.014-inch hi-wire was inserted during preparation of the catheter. Investigation evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. A visual inspection and dimensional verification of the complaint device was also conducted. The complaint device was returned to cook for investigation. The overall length of the catheter was approximately 151.1-centimeters. The tip of the catheter was missing, with four millimeters of the tip remaining on the catheter. A document-based investigation evaluation was performed. A review of the device history record found one relevant non-conformance on one device from the final lot and one relevant non-conformance on ten devices from a subassembly lot; however, all affected product was scrapped, and the lot was 100% inspected. A review of complaint history found no additional complaints for this lot number. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr, DHR, IFU, and investigation of the returned device suggests that there is evidence the device was manufactured out of specification; however, there is no evidence that additional non-conforming product exists in-house or in the field. Based on the information provided and the results of the investigation, cook has concluded that a manufacturing deficiency contributed to this event. Responsible personnel were notified. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.